Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unresponsive and admitted to the hospital after experiencing a cardiac arrest. Upon interrogation of the device, intermittent undersensing was observed due to the unknown source of electrical magnetic interference. The device inhibited pacing and the patient did not receive any pacing or high voltage shock therapies. In addition, a ventricular fibrillation episode and a non-sustained ventricular tachycardia episode were observed during the time of the cardiac arrest. Programming changes were recommended. No further information is available.